Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant high results for 2 patient samples tested for crep2 creatinine plus ver.2 (crep2) on a cobas integra 400 plus. Patient 1 initial result was 11.9 mg/l. The sample was repeated twice with results of 7.7 mg/l and 7.5 mg/l. Patient 2 (female, date of birth (B)(6)) initial result was 10.3 mg/l. The repeat result was 6.0 mg/l. The erroneous results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The crep2 reagent lot number was 37229101. The expiration date was not provided. Calibration and qc were acceptable.

Manufacturer narrative:
Investigations have determined a reagent carryover to the crep2 (creatinine) or trigl (triglycerides) test can occur if a preceding test containing dextran sulfate is pipetted first and then followed by the chol2 (cholesterol gen. 2) reagent. This carryover can result in discrepant, high results for crep2 and trigl. Installation of extra wash cycles avoids this issue. Customers have been provided with the workaround.